Event description:
Meter name: fast take. Strip name: fast take. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: low-thumb fingers/lips. A pt reported they were not able to getting a reading. Had to go to hosp to be tested. Their meter allegedly has missing segments. The result on their meter was: result is unknown. The result on the hosp meter was 87. The time difference between pt's meter and: no comparison. Treatment was: orange juice. No further info has been reported.